Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped insulin delivery. During troubleshooting with tandem technical support (cts), the customer mentioned that the pump "wants more and more insulin" and that three new cartridges have been loaded; however, the pump is still "not working". Cts directed customer to the alerts and alarms history and the customer reported no alerts and alarms were recorded. The customer stated the pump was unable to be uploaded to t:connect to further investigate the issue due to the customer not having a power cord to connect to the computer. Cts offered to assist the customer to through the load process; however, the customer reported that she had to wait for her insulin to reach room temperature. During follow up, the customer reported a new cartridge was successfully loaded and customer was able to resume insulin therapy. Although cts offered further troubleshooting, the customer declined. The customer's blood glucose level was impacted; however, a specific value was unable to be provided. The customer administered manual injections to stabilize impacted bg levels.